Event description:
No new information.

Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that approximately nine months post-operatively, imaging revealed that two ozark variable self-starting screws and the locking mechanism of an ozark 1 level plate fractured. Revision surgery has not taken place nor been scheduled and the patient was reported to be asymptomatic. This record captures the second of two screws.